Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 3x22mm, eccentric, de novo lesion being treated was located in the mildly calcified and severely tortuous left anterior descending artery. Proximal to the target lesion was a 90° angle. The lesion was not pre-dilated. From the femoral, the physician advanced the 24 x 3.00mm taxus liberte stent delivery system (sds) to the target lesion but was unable to cross. Upon removal of the sds the device became stuck on the guide catheter causing the stent to become deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 3x22mm, eccentric, de novo lesion being treated was located in the mildly calcified and severely tortuous left anterior descending artery. Proximal to the target lesion was a 90 degree angle. The lesion was not pre-dilated. From the femoral, the physician advanced the 24 x 3.00mm taxus liberte stent delivery system (sds) to the target lesion but was unable to cross. Upon removal of the sds the device became stuck on the guide catheter causing the stent to become deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination identified proximal stent damage. The stent had moved distally on the balloon approximately 8mm from the proximal markerband. The proximal section of the stent was squashed distally. The midshaft was elongated from approximately 26 - 27.7mm inclusive from the catheter tip. Midshaft elongation was also present from approximately 33.5 - 41.5cm from the catheter tip. This type of damage is consistent with force used to withdraw the device during the procedure. A hypotube kink was present approximately 20cm from the catheter strain relief. Further hypotube kinks were present along the shaft. The balloon and tip sections of the device were microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).